Manufacturer narrative:
(B)(4). Patient information not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced erosion and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence.

Manufacturer narrative:
(B)(4). Additional surgical interventions, urinary problems, dyspareunia.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions.